Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: a visual inspection of the pump showed that the keypad cover was intact; with no damage or peeling. During testing, all the keypad buttons responded appropriately. The pump cover was opened and no evidence of contamination was found under the contacts. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.